Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted that there was noise on the electrocardiogram (ECG) due to the link module. This led to an inability to verify loss of capture during capture threshold testing. Ultrasound gel was applied and new electrodes were used which help reduce the noise but did not eliminate it. An external defibrillator was used to verify loss of capture. No additional intervention was performed. There were no patient consequences.